Event description:
The initial reporter received questionable results from an unknown number of patients tested for multiple assays tested on a cobas 8000 - cobas e 602 module. The initial result was reported outside of the laboratory. The issue was noted after their qcs failed on (B)(6) 2022. The reporter stated that they obtained questionable results from (B)(6) 2022 at 3:30 pm until (B)(6) 2022 at 9:00 am. The reporter was able to give the following examples of questionable results: the repeat results were from new samples collected from the patients. The units of measurement were not provided. On (B)(6) 2022, the initial tsh result was <0.01. On (B)(6) 2022, the repeat result from the new sample was 2.0. On (B)(6) 2022, the initial ft4 result was 74.9. On (B)(6) 2022, the repeat result from the new sample was 10.7. On (B)(6) 2022, the initial ft4 result was 91.7. On (B)(6) 2022, the repeat result from the new sample was 20.0. On (B)(6) 2022, the initial tsh result was 0.02. On (B)(6) 2022, the repeat result from the new sample was 0.76. On (B)(6) 2022, the initial psa result was 4.2. On (B)(6) 2022, the repeat result from the new sample was 7.1. On (B)(6) 2022, the initial psa-f result was <0.01. On (B)(6) 2022, the repeat result from the new sample was 1.3. On (B)(6) 2022, the initial ferritin result was 7. On (B)(6) 2022, the repeat result from the new sample was 28. On (B)(6) 2022, the initial probnp result was 229. On (B)(6) 2022, the repeat result from the new sample was 1078. The reagent lot numbers and their expiration dates were requested but not provided.

Manufacturer narrative:
The field service engineer (fse) identified a drop of liquid in the upper position of the sipper. He checked the measuring chambers and replaced the tubes and nozzles on both sippers. He cleaned the pinch valve and checked the operation with the verification test run. The instrument was verified to be working within specifications through performance checks. The customer performed qc and calibrations with acceptable results. The investigation determined that the issue was caused by a pinch valve failure.

Manufacturer narrative:
In mfg report number 1823260-2022-01218, become aware date should have been "28-mar-2022", instead of "31-mar-2022".